Event description:
Novasure hand held device continued to fail cavity access, therefore at the suggestion of the sales rep from novasure we opened a new hand device. The case was completed without difficulty. No pt contact.